Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown /not provided. Additional device information unknown /not provided. Device manufacturer date unknown /not provided.

Event description:
Doctor reported the implants in tooth locations 46 and 47 fractured at the collar of the implant and were removed. Patient had to return to place new implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two implants were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, bone, blood and a fractures at the collar/threads. No pre-existing conditions were noted on the per. The reported device location was #47 & 46 and was used for approximately 3 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot numbers (62901547 and 62631156). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (62901547 and 62631156) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: UDI not available. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. This report is being sent to update UDI to unknown, the previous report included incorrect UDI number.